Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿b temp¿ was displayed on the rotaflow console during use. The pump stopped and then the hospital immediately used it manually. After the machine was restarted, the fault still existed. After about an hour of manual cranking, the machine was restarted and started normally. The machine was in normal use. The battery has never been replaced since installation in 2018. It is assumed that the battery temperature was too high. No ham to any person has been replaced. Due to the reported pump stop and the displayed error message "b temp" a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿b temp¿ was displayed on the rotaflow console during use. The pump stopped and then the hospital immediately used it manually. After the machine was restarted, the fault still existed. After about an hour of manual cranking, the machine was restarted and started normally after the battery was cooled down. The machine was working as intended. No harm to any person has been replaced. A getinge service technician investigated the rotaflow console s/n (B)(6) and could confirmed the reported failure. If the error message "b temp" occurred the customer will be warned that the battery starts to overheat and an acoustic alarm emits that the battery temperature is too high (at a battery temperature of > 60°c, the pump stops). The device can be started again until the temperature has fallen. Furthermore, it was detected that the battery pack of the rotaflow console has reached its useful lifetime and was due for replacement. The battery has never been replaced since installation in 2018. The battery will be replaced by third-party supplier. Based on this information the reported failure "b temp" could be confirmed and the most probable root cause could be determined as the battery reached its useful lifetime and replacement overdue. The expired battery could led to overheating of the battery which results in the error message "b temp". The review of the non-conformities was performed on 2024-05-28 and during the period of 2018-03-06 to 2024-05-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2018-03-06. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 3.3.4. Check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1. Before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. Chapter 3.3.4 . If the battery temperature exceeds 45°c, battery charging is stopped to prevent damaging the battery. Depending on the ambient temperature, discharging the battery during battery operation can cause the battery temperature to rise considerably. Reset a charging stop once the battery has cooled to room temperature. Switch the rotaflow console off and on again. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.